Manufacturer narrative:
The returned valve was patent. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. It met the requirements for reflux, pressure-flow, and pre-implantation testing. The valve did not meet the requirements for leak testing due to a tear in the top of the cassette housing chamber. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ it is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was obstructed and could not drain cerebrospinal fluid intra-operatively. According to the report, another device was used to complete the surgery and there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.